Manufacturer narrative:
Other relevant device(s) are: product ID: 9735854. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the video feed is intermittent depending on how the cable is hanging from the hdmi port (which feels loose). No patient present.